Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that over the past week the patient had been having a hard time charging the ins. Patient stated that he would connect and the insr would show that the ins was charging normally however shortly after the insr would show the ins charge complete screen. Patient stated that he then would stop and then start the charge session over again and when he would do that he saw por message. Pss asked patient to describe por screen and patient described warning por. Patient stated that they called a while ago because they were seeing por but was able to clear it. Patient confirmed informational por was seen. Pss had patient attempt to connect with the pp to check ins battery level. Patient initially stated that the pp would not turn on but after replacing the batteries the pp turned on and connected right away. Patient stated he saw a warning por message on that but was able to clear it and see that his ins battery was fully charged.